Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary (rca) artery. The physician used an 8mm x 4.00mm nc quantum apex¿ balloon catheter for pre-dilatation. It was first inflated at 12 atmospheres, however, on the second inflation at 16 atmospheres, the balloon was ruptured. The physician assumed that this issue occurred due to the severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient status was good.